Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had off no power alarm. Customer's blood glucose value was 9 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was previously used. Customer states the new battery did not resolve the issue. Customer reports alarm was recurring. The device will be return for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. (B)(4).